Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. The patient's implantable cardioverter defibrillator was in backup vvi. A device image was received. A device restoration was performed successfully. The patient will continue to be monitored.